Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The implications of intraocular air bubbles during anterior and posterior surgery was reviewed in an company direction for use document, "air bubbles in ocular surgery: anterior and posterior segment". The paper concludes the following: "through the use of viscoelastic agents and competent surgical technique air bubbles in intraocular surgery have not been shown to pose a physiological threat to eye structures, due to their common deliberate use in a variety of surgical techniques. In rare instances where air bubbles obstruct surgical view, they may create a hazardous situation, in turn contributing to a serious injury; though in and of themselves pose no direct threat". There is no evidence contained in the reported data to conclude that the design or performance of the console cause or contributed to the reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the bubbles appeared during rhegmatogenous retinal detachment surgery. The surgery was completed after replacing the product with another product. There was no report of patient harm. Additional information received that the event was related to pack and no product information provided yet. There was no patient harm.